Manufacturer narrative:
(B)(4). Evaluation summary - a review of the device history record (DHR) has been performed and no deficiencies were found with regard to the reported event. Review of the DHR confirmed that this lot of products was released according to quality assurance specifications. No product was provided for evaluation. Without the sample a detailed investigation could not be performed. The reported hernia recurrence and subsequent inflammation are known potential complications of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. A search of our global complaints database revealed that this was the only report on file for this lot of product. Should additional information be received, this record will be reassessed.

Event description:
Procedure: transabdominal preperitoneal hernia repair. According to the reporter, following the procedure, the patient visited the hospital and consulted the physician due to high fever and swelling in the left inguinal area. Echo imaging was taken but no liquid was observed. On the same day, CT image was also taken and hernia seemed to be re-occurred. On (B)(6), the patient visited the hospital again. The symptom of high fever and swelling were recovered but the patient felt uncomfortable at the inguinal area. There was no visual abnormality observed in the scrotum. On (B)(6), the physician decided to monitor the patient for a while due to possibility of hernia reoccurrence but unable to determine by the CT image taken. The patient's condition is being followed up, without taking medications. No plan of re-operation at this moment. Mesh was placed on the position after peeling sufficiently. The progrip was placed non tacking. During the procedure, the mesh was slid for a few times in order to adjust the position but the physician did not feel any abnormality.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, indicated that the patient symptoms resolved without the use of any intervention.